Event description:
It was reported that the patient was to be re-implanted on september 22, 2005 due to improper positioning of the electrode during initial surgery which took place on january 25, 2005.